Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The (B)(4) stenosed, 16-38mm x 2.5-3.5mm, eccentric target lesion, containing a lesion bend of >45 and <90 degrees, was located in the moderately calcified proximal and distal left anterior descending and left circumflex artery. After pre-dilation with a 2.5 x 12 maverick 2, 2.5x15 maverick 2, and 2.0 x 20 maverick balloon catheter, a 3.50 x 38mm promus element (tm) long drug eluting stent was advanced but resistance was encountered. The device was removed and was found deformed. A 2.75 x 28mm promus element drug eluting stent as advanced but failed to cross the lesion. The stent was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.